Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the technical inspection by the manufacturer, the fault description provided by the customer was confirmed and further defects were identified. The following defects were identified in total: customer complaint noted shutdown time of 20 minutes not reached software up to date device surface visually worn. During the technical investigation, it was determined that the product had never been returned for maintenance. Maintenance of the product would have allowed new firmware to be installed, and the product would have been fully functional again. The IFU states that the product must be checked for functionality before use. This would have revealed that the product was no longer functioning properly and could have been sent in for maintenance, thereby preventing a failure. The cause of the failure can therefore be attributed to user error. Should new or additional relevant information become available, we will continue the investigation accordingly. The event is filed under internal karl storz complaint ID(B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the c-mac monitor switches off repeatedly, even when an instrument is connected and the battery shows 100% charge. No negative impact in state of health reported.